Event description:
It was reported that an aseptico endo dtc failed to beep or auto-reverse properly, possibly causing several files to separate; the canal was filled with the separated piece in place in each case.

Manufacturer narrative:
Since separation of a file, could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separations will be reported via asr, as appropriate. The microprocessor and u12 beeper transistor were replaced in the console and the software was updated. The motor, handpiece, foot pedal, and power cord were tested and passed.